Manufacturer narrative:
H3: product ID 97754; serial# (B)(6), was returned for analysis. Analysis found defective recharger adapter port pins (pins broken/bent), defective recharger to adapter cable (broken power supply connector), defective recharger adapter cables exposed and cut/broken and fraying, defective recharger to charging pad cable frayed, and does not charge the implant properly. G2. Foreign: ca medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A manufacturer technician observed on 22-aug-2024 that during the device checkout at the manufacturer depot, the adapter connector pins were broken and bent. The recharger and adapter cables were also completely frayed.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial #: (B)(6), ubd: , UDI#: (B)(4), product type recharger g2. Foreign: ca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the recharger power cord wires were frayed. Written or oral dissatisfaction with the recharger was communicated and corrective maintenance/repair was requested. The recharger was replaced as a result of the event and the issue was resolved. There was no allegation of patient death or serious injury. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated. Additional information was received. A manufacturer technician observed on (B)(6) 2024 that during the device checkout at the manufacturer depot, the adapter connector pins were broken and bent. The recharger and adapter cables were also completely frayed.